Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician (plastic surgeon) to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid on (B)(6) 2008 for aesthetic purpose (hypodermic injection at nasogenian grooves, chin and cheeks). Relevant medical history includes eczema in the ear region (auditory meatus) of unk region, and (B)(6). On (B)(6) 2008, the pt experienced eczema at the 2 nasogenien grooves. Corrective treatment consisted of a dermatological magistral preparation. At this time of reporting, the pt is recovering. The symptoms are decreasing thanks to topical treatment. Reporter's causality: highly probable.